Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient implantable pulse generator (ipg) was no longer working. The ipg would no longer hold a charge despite multiple attempts. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.